Event description:
The device was set to deliver a solution of heparin at a rate of 70ml/hr in standard mode. At 12:00am, the device was set to deliver heparin at a rate of 29.6ml/hr in dose mode. The device alarmed error and powered down. When the device was powered up, the rate was reverted to standard mode rate (70ml/hr). The nurse restarted the infusion. There was no pt injury.

Manufacturer narrative:
The pump was tested by the MFR and operated within specs. The operation history log was also downloaded and reviewed. According to the op log, the device was set as "powered up in standard mode" feature. The power up in standard mode- selection will always power up the pump in standard mode with value the pump was set before turned off. Also, it appears that the user did not verify the entry by reviewing the lcd screen prior to restarting the infusion.